Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited intermittent high out of range pacing impedance measurements. All other lead diagnostics were stable and attempts to create noise were unsuccessful. Review of stored data revealed noise on the rate/sense channel as well as slight noise on the shock channel. An invasive procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.